Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. Primary operative notes were provided. Progress notes from on (B)(6) 2012, state that x-rays show his bilateral replacements to be in satisfactory position without complicating features, and that patient is functioning at a high level. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive information be received, the complaint will be reopened.

Event description:
It is reported that the patient is experiencing pain, diagnosed as iliopsoas.